Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient underwent a spinal fusion procedure with the surgery plan of six (6) screws on l4-s1 and two (2) transforaminal posterior atraumatic lumbar (t-pal) cages: one on l4-l5 and the other on l5-s1. During the procedure, when implanting the l5-s1 cage, the cage started to rotate earlier than anticipated. Suspicion is that applicator knob was slightly or unintentionally rotated during the hammering process. As a solution, the surgeon pulled back the cage to un-rotate it and re-tightened the cage to push it further to the front part of the vertebral body. The cage was managed to be put in the desired position. However, upon the release of the cage, the applicator knob was completely gripped. It is impossible to release the cage since the applicator knob could not be turned. The ring can be push down but could not unscrew the applicator knob at all, and it was completely stuck. The surgeon had to remove completely the applicator and the cage construct. At this point, the surgeon suspected of having done a small dural breach. The second advanced t-pal applicator was assembled and to test if it was properly working and releasing the cage prior to giving it to the surgeon. The cage was re-positioned and at the moment of releasing the implant, the same problem occurred: the applicator knob was gripped as well. Upon forcing, it could finalize the rotation of the knob. However, the surgeon struggled considerably to remove the applicator and release the cage. It was unknown if this was due to the angulation, to the difficult anatomy of the patient or else. As a result of the numerous movements that had been performed to release the instrument from the cage, a large dural breach was made. A duraseal glue was used to fix the dural breach and it seemingly worked well. For the l4-l5 cage, a third t-pal advanced applicator was used. When testing it on the table, prior to giving it to the surgeon, the applicator knob of this third applicator got completely stuck. At this point, the advanced t-pal applicator was not used and the standard t-pal applicator was used, that was kept just in case. After the surgery, the three (3) advanced t-pal instruments were tested, and the friction can be felt when assembling the applicator knob. Inserting and releasing the applicator inner shaft was difficult and it could be seen how the applicator knob was getting blocked when attempting to release the cage. It was noted the friction experienced with the new instruments seemed abnormally high. The procedure was not completed successfully, and the surgeon renounced to correct the lordosis of the patient. The surgeon was not sure whether a second surgery would be needed. At this stage, there is no information that an additional surgery has been scheduled. There was a thirty to forty-five (30-45) minute surgical delay. Patient outcome was unknown. Concomitant devices: t-pal cage (part/lot unknown, quantity 1); advanced applicator inner shaft (part 03.812.521, lot l916575, quantity 1); advanced applicator outer shaft (part 03.812.520, lot l954903, quantity 1). This report is for an applicator knob. This is report 9 of 9 for (B)(4).